Event description:
It was reported that the insertable cardiac monitor (icm) had false pause episodes due to under-sensing and an unspecified oversensing. Programming changes were made but was unsuccessful. Another programming changes were discussed but not made. The patient had no adverse consequences.